Event description:
A 7.0 mm screw stripped during ankle fusion. The surgeon did not pre-drill per the surgical technique. The surgeon could see tip damage when viewed under x-ray. The surgeon could not remove the damaged screws, as it just spun. The surgeon then was able to implant the screw by using hammer/turn technique.

Manufacturer narrative:
We reviewed products from other lots of the same part families and found nothing out-of-specification.